Event description:
When counting the 4x8 gauze, debris was found trapped in the gauze. The entire table was broken down and the case has to be re-picked due to possible contamination. FDA safety report ID# (B)(4).